Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 8 events were reported for this quarter. Product return status: - 8 devices were received for evaluation. Evaluation status: 5 events were confirmed during testing, - 5 devices were found to be affected by a loose lever, 3 device evaluations are in progress. Product disposition: 5 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events in which the device had a loose lever, which can result in unintended activation; 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 1 event was initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was received. Evaluation status confirmed 1 reported event was confirmed during testing. - 1 device was found to be affected by loose lever assembly. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a loose lever, which can result in unintended activation. 8 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Evaluation status 2 reported events were confirmed during testing. -  2 devices were found to be affected by a loose lever. 1 device evaluation is in progress.   Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device had a loose lever, which can result in unintended activation. 8 events had no patient involvement; no patient impact.